Manufacturer narrative:
(B)(4). Guide wire: runthrough ns; guide cath: heartrail ii jl4 6f. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported the procedure was to treat a 99% stenosed, moderately calcified, mid left anterior descending (lad) artery. The balloon was prepped by soaking in saline and air-bleeding outside the patient's body. The mini trek was advanced to the lesion to perform pre-dilatation. There was resistance; however, the balloon did cross the lesion. The balloon was pressurized to 4 atmospheres but would not inflate. The balloon was removed from the anatomy with some resistance. Upon removal, contrast was found to be leaking from the distal part of the balloon. A non-abbott balloon was used for pre-dilatation. The physician commented the resistance while attempting to cross the lesion may have caused a scratch in the balloon which led to the rupture. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.